Manufacturer narrative:
Other, other text: customer reported that the alarm showed that disposable pump won't run. Tamper seals were all intact. Pump was found to be double beeping with an administration cassette. Performed visual inspection of the pump and nda testing. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the alarm showed that disposable pump won't run. No patient injury was reported.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. No patient involvement reported.